Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-oct-2011 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the door broke and the glass shattered. A field service engineer (fse) replaced the tower door 2 full panel assembly and initiated an open and close test via the hardware test application that passed. The failed hardware was successfully recovered. Additionally, as a preventive maintenance, the fse realigned the ball bearing cage and installed one new slide bumper on the slide rails for main station half height drawer 2.1 and another on drawer 5.2. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, door 2 was broken and the glass was shattered. There were no adverse events or injuries reported based on this event.